Event description:
A talent thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic transection. It was reported that the patient had lost a lot of blood in his chest and the blood pressure was at 60. The talent stent graft was implanted, the endovascular procedure was successful and the blood pressure went up to 110; however, the patient died later that night. The physician believes the patient died either from coagulopathy or from blood loss. With so many other internal injuries, and the pressure rising to 110, perhaps this could have caused more bleeding in other injuries. The patient was in bad shape when he got to the operating room. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: death. Conclusions: pre-operative thoracic transection, blood loss and other injuries.